Event description:
During coil embolization within the hcc-tae, the physician felt large resistance inserted the terumo guidewire into the microcatheter. He exchanged the microcatheter with a new one again he felt large resistance. He removed the guidewire and microcatheter as a unit from the patient's vessel. A new guidewire and microcatheter were used to complete the procedure. There was no adverse consequence to the patient. This is one of two products used on the same patient. 1058196-2006-00046 & 1058196-2006-00047